Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as < 1 and this result was sent to the doctor. The units of measure used for the hcgb assay were asked for, but not provided. At a different hospital, another sample from the patient was tested and resulted as 150. The original sample was then repeated, resulting as 77.78. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The hcgb reagent lot number was 185430. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information was requested for the investigation, but not provided. No reagent issue was found to be evident.

Manufacturer narrative:
This event occurred in (B)(6) . (B)(4).

Manufacturer narrative:
The units of measure used for hcgb were iu/l. The initial hcgb value was 0.891 iu/l. The repeat value of 77.78 iu/l was tested on (B)(6) 2015. The patient had an hcgb result of 7.96 iu/l on (B)(6) 2015. The date of the event was on (B)(6) 2015. The date received by the manufacturer was 06/12/2015. The patient was told that she was not pregnant based on the erroneous result. An incorrect diagnosis was made based on the erroneous result. The patient was not adversely affected due to receiving an incorrect diagnosis.